Manufacturer narrative:
The device was returned for evaluation. Device logs from the complaint date of (B)(6) 2022 revealed that the console issued the purge disc not detected alarm. Device analysis: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken/ missing. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited purge disc failure. The device was replaced with another aic and the procedure was successful. No report of patient harm or injury related to this malfunction. Additional information noted that the patient was turned down for a heart transplant and expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.